Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 626800) inserted. The patient's medical history included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted vaginal hysterectomy less than 250 g.,modified mccall's culdoplasty, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cyst, medical device removal, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 626800) inserted. The patient's medical history included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted vaginal hysterectomy less than 250 g.,modified mccall's culdoplasty,cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cyst, medical device removal, pelvic pain. Lot number: 626800 manufacturing date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.